Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update/correction: the initial report indicated that the device was returned for analysis; however, it was reported instead that the device was being returned ¿for disposal only¿. The previous narrative has been updated in this report to reflect this correction. As per the pump¿s log, the pump administered the following medication via a simple continuous dose rate as of (B)(6) 2016: hydromorphone with concentration 400.0 mcg/ml at a dose rate of 107.79 mcg/day and bupivacaine with concentration 30.0 mg/ml at a dose rate of 8.084 mg/day. The previously applied conclusion code is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned. The returned device was marked for disposal only. The patient was receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and multiple back operations. Further information was not provided.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Interrogation of the device revealed it contained hydromorphone and bupivacaine. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis. The patient was receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and multiple back operations. Further information was not provided.